Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, periodontal disease, infection, mobility. Osseointegration of the augmentation impaired by infection, no stability achieved.